Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a stone. However, the basket would no longer close and the basket remained stuck in the bile duct. A spyscope was used to perform lithotripsy with an ehl probe to break the stone that was stuck in the basket. The procedure was completed and the basket was successfully removed. No patient complications have been reported as a result of this event.